Manufacturer narrative:
(B)(4). The reported condition was confirmed. Visual inspection revealed a strand of a metallic-like particle located on the outer surface of the bladder. The particle was not in the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor had marks or cracks detected on the reservoir. The reporter stated that marks were detected on the bladder and looked like cracks; however, no excess of solution was visible. This was observed while filling the device with a (B)(4) saline solution. There was no report of patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the device was recieved by baxter for evaluation; however, the evaluation is not yet completed. Visual inspection found no evidence of marks or cracks on the bladder. Functional testing was performed where the bladder was filled to the nominal volume and no cracks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The initial evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation information: during additional evaluation the metallic-like particle was examined. A stereomicroscopic examination revealed that the particle was approximately 8.5mm in length. An energy-dispersive x-ray spectroscopy analysis of the particle concluded that it was primarily aluminum believed to have been introduced during equipment service and then transferred onto the bladder during manufacturing. The manufacturing facility will conduct awareness training for employees across all shifts.